Event description:
It was reported that the patient with an artificial urinary sphincter (aus) had a surgery unrelated to the device with a general surgeon in jordan. While the procedure the general surgeon thought the balloon was an abscess and stabbed it. The surgeon then removed it when he realized it was an implant and closed the patient which created an infection at the incision sight. Then, the patient presented to the clinic in the united states, and the physician explanted all the components, and implant a cuff around the urethra to hold space to implant a new device later. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) had a surgery unrelated to the device with a general surgeon in jordan. While the procedure the general surgeon thought the balloon was an abscess and stabbed it. The surgeon then removed it when he realized it was an implant and closed the patient which created an infection at the incision sight. Then, the patient presented to the clinic in the united states, and the physician explanted all the components, and implant a cuff around the urethra to hold space to implant a new device later. Several weeks later, a surgical procedure was performed to implant a new aus. No additional patient complications were reported.